Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming attempts. The patient underwent a system explant procedure. The explanted devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn : (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7072230/7072875.